Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es infusion device caused an under infusion to the patient. Customer stated the set rate of this infusion to be 125ml/hr with a total volume to be delivered of 813ml, but the device only infused 200ml with no error message noted.

Manufacturer narrative:
The reported device has not been evaluated by b.braun at this time. Three unsuccessful attempts have been made to contact the reporting facility to obtain the reported device for evaluation as well as additional info surrounding this event. There is no sufficient info provided to identify a root cause for this reported issue at this time. Customer communication is still in progress.